Event description:
Device 1 of 4. Reference MFR report #s 1627487-2013-00651, 00652, 00653. It was reported the pt (B)(6) experiences heating at the ipg pocket site when recharging. The reported discomfort is said to become unbearable if charging for more than two minutes. The pt has four charging system (two of which are from the same lot) and reports pocket heating when utilizing each of these devices. The next course of action in this matter has not been disclosed.

Manufacturer narrative:
The device model is associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.